Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls stem 145 9.0 12 14 on (B)(6) 2009. It was also reported that "we are investigating whether this hip is in fact defective and may have caused the above named claimant to suffer a number of medical conditions as a result of the possible failure of the same".

Manufacturer narrative:
Still implanted. The manufacturer did not receive device, x-rays, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).